Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of possible output circuit damage was confirmed. An arc mark was observed on the front and side of the can. Analysis found the presence of conductor metals alloy and silver. The output transistors q1 and q4 were shorted. The cause of the reported event is likely due to lead insulation damage.

Event description:
It was reported device shows discontinued charges because of residual current protection. When the pt moves the left arm, a noise in the ECG was detected. The device was explanted.